Event description:
Avid medical is the manufacturer of a custom procedure tray, sach033-07, which includes the following component: sponge, lap 18x18 pre washed, vendor part #b250 manufactured for medical action industries by contract manufacturer, (B)(4) province medical dressing co ltd. Avid medical received mw5043197 on (B)(6) 2015 which noted contaminants in the lap sponges were observed on sponge prior to use,. The complaint sponge was not available for evaluation, although photographs were provided. Avid medical promptly issued formal complaint #(B)(4) to the manufacturer of the lap sponge. No patient injury or illness were reported associated with this complaint.avid is the kit assembler of a kit containing the component about which the user facility complained. Avid originally filed a MDR report number 1047429-2015-00002 with FDA in response to medwatch mw5043197. This report was erroneously submitted as a supplement report based on avid's interpretation was that the report was a supplement report to the hospital's medwatch mw5043197 and filed the report to provide additional information about the complaint investigation. FDA official, (B)(4) recently inquired as to why this was marked as a supplement report. Upon mr. (B)(4) recommendation, avid is now re-submitting this report as an initial report, not a supplemental report.